Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned device revealed the device presents another device to the distal tip, and the device is stuck inside a catheter. 3 guidewires (one non bsc) were returned stuck in the catheter and in the stent. The pt2 wire was separated and it presented ptfe peeling from 95.5cm-100cm from the proximal end. Additionally there is polymer peeling from 170-175.2cm cm from the proximal end. The dowel test was performed and no anomalies were found. The ptfe was properly attached to the guidewire. Is important to mention that force was applied to separate the wires from the catheter and stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR #: 2134265-2012-03555, and 2134265-2012-03556. It was reported that during a stenting treatment procedure, the stent became explanted. The lesion being treated was located in the non-tortuous, non-calcified right coronary artery. Using a mach 2 guide catheter and a pt2 guide wire, the physician implanted a 4.00x24mm promus element plus at 11atms in the target lesion. Then, the physician advanced a 5x5x20 non-bsc balloon catheter, however, it was unable to cross the lesion. The non-bsc balloon catheter was removed from the patient. The physician advanced a mailman guide wire and quantum maverick balloon catheter, which was inflated twice at 20atms. Then the physician readvanced the 5x5x20 non-bsc balloon catheter but was again unable to cross the lesion. A non-bsc guide wire was advanced to the lesion and the non-bsc balloon catheter was advanced for a third time and was again unsuccessful at crossing the lesion. As the 5x5x20 non-bsc balloon catheter was being removed from the patient, the pt2 guide wire, mailman guide wire, and non-bsc guide wire became entangled and wrapped around the stent, explanting it. All devices were removed as a unit and the procedure was completed by implanting another stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR #: 2134265-2012-03555, and 2134265-2012-03556. It was reported that during a stenting treatment procedure the stent became explanted. The lesion being treated was located in the non-tortuous, non-calcified right coronary artery. Using a mach 2 guide catheter and a pt2 guide wire, the physician implanted a 4.00x24mm promus element plus at 11 atms in the target lesion. Then, the physician advanced a 5x5x20 non-bsc balloon catheter, however it was unable to cross the lesion. The non-bsc balloon catheter was removed from the patient. The physician advanced a mailman guide wire and quantum maverick balloon catheter, which was inflated twice at 20 atms. Then the physician readvanced the 5x5x20 non-bsc balloon catheter but was again unable to cross the lesion. A non-bsc guide wire was advanced to the lesion and the non-bsc balloon catheter was advanced for a third time and was again unsuccessful at crossing the lesion. As the 5x5x20 non-bsc balloon catheter was being removed from the patient the pt2 guide wire, mailman guide wire, and non-bsc guide wire became entangled and wrapped around the stent, explanting it. All devices were removed as a unit and the procedure was completed by implanting another stent. No patient complications were reported and the patient's status is fine.